Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: infection in right breast. Concomitant medical products: mentor memorygel breast implant 600cc gel breast prosthesis, catalog #3506001bc, serial #(B)(4). Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) female patient who underwent a breast augmentation revision procedure with a mentor memorygel breast implant 600cc gel breast prosthesis had an inflamed area in her right breast that became irritated. Patient had to be placed in a hospital. Infection in the right breast was later confirmed. As a result, the patient underwent removal with no replacement in (B)(6) 2018.